Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. It was reported that insertion of the device went without difficulty. Good mark was obtained. The foot deployed without problem and mark stopped when appropriate. The needle deployment and retrieval went without problem. The physician stated the foot felt as if it had parked "ok", but the device could not be removed. The physician changed the angle of the device. The entire device was then removed from the artery and tissue track. The entire suture came out along with the device. It was noted upon removal that the foot had not parked fully. The physician stated "there was a tiny part of the foot proturding." The physician did not see any suture bunching at the foot but stated the suture was "wrapped around the device." Hemostasis was achieved "easily" with manual compression. There was no adverse pt effect.